Event description:
The 28 gauge long lines inserted on same patient three different times, the lines were secured with tegaderm; upon redressing the lines all snapped when removing tegaderm. All 3 were easily removed from the patient.